Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record review for this lot has been requested. Implant date reported as unknown day in 2008.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. DHR review noted the lot number reported is not associated with the part number reported. Manufacturing records for the reported part number could not be reviewed without the appropriate lot number. Lot number provided does not correspond to the reported part number.

Event description:
Patient was implanted with seven hole locking compression plate, six 4.5 mm cortex screws, and one 3.5 mm cortex screw to the left humerus on an unknown date in 2008. On an unknown post-operative date, patient presented with a hypermobile atrophic non-union and a broken 4.5 mm cortex screw. Patient returned to the operating room on (B)(6) 2013 for removal of hardware. At this time, surgeon placed an iliac crest bone graft and revised to a 10 hole extra articular distal humerus plate. No further information was made available. This is report 1 of 4 for (B)(4).